Event description:
Information identified in the manufacture's data base indicated that the patient died approximately one month post implant of an implantable cardiac defibrillator and two leads.

Manufacturer narrative:
The device(s) associated with this adverse outcome was/were reported from a medtronic MDR specialist after discovering the patient had died via the manufacture's data base. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.